Event description:
The customer reported that the device was powered off by the user twice during use on a (B)(6) male being treated for cardiac arrest. The electrodes were connected, the device analyzed the patient's rhythm and prompted ¿shock advised¿. It was reported that the user pushed the wrong button to deliver the shock and powered off the device. The device was powered back on approximately 4 minutes later, the patient¿s ECG rhythm was analyzed and a shock was advised. The user again pushed the wrong button and switched the device off. The hospital resuscitation team subsequently arrived and, using another defibrillator, administered shocks to the patient. The patient was transferred to the hospital cath lab and an attempt was made to place a catheter, however the patient's posterior coronary artery was completely blocked. The patient did not survive. The patient had been exercising in the hospital sports facility when the cardiac arrest occurred.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed proper device operation through functional and performance testing. The customer reported that the device user(s) had not been trained on the use of the device or on cardiac arrest resuscitation techniques. The customer reported that the device user(s) were stressed and confused and had inadvertently turned the device off instead of pressing the shock button to deliver the defibrillator shock. The downloaded patient event records from the device also indicate that the device user pressed the device on/off button and turned the device off each time within approximately 2 seconds after a shock was advised. The device was turned off before the defibrillator had a chance to charge. The cause of the reported issue was determined to be due to use error.